Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had an image problem. The picture on the monitor was all lines. The issue occurred during preparation/prior to sedation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found there was failed leak test due to a puncture on the cable. Based on the results of the investigation, it is likely the following led to a malfunction: a faulty ccd. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed.¿ reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation.